Event description:
Cardiopat transfuser "spun" blood from chest tubes the first time fine. During the second attempt to "spin" down blood, a loud squeal came from machine, processing stopped. Perfusion attempted to get the machine running again with no success. Inside chamber, a pool of blood found (not suppose to be there). User facility spoke to the director of perfusion services and he feels the user did not lock the arm because that makes a loud noise when that happens.======================manufacturer response for cardiovascular perioperative autotransfusion system, cardiopat (per site reporter).======================during the process of blood on cardiopat, message received stated malfunction effluent valve error and set had to be removed from machine.